Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, after stapling off the appendix, and while the surgeon was attempting to control the bleeding, there were issues experienced with the loading or firing of the clips, and some of the fired clips were malformed. A small piece of metal from the clip applier also fell into the patient's cavity, and was immediately retrieved using a grasper. It was realized that the device was misfiring so it was stopped from being used and another device was opened to complete the case. There was no patient injury.